Event description:
The customer reported that during pre-checks, the endoscope image from the subject device was faulty (blurry). There was no clinical impact or injury reported. The subject device was returned to an olympus service center for evaluation. During inspection and testing, service found the image was blurry. This report is being submitted for the blurry image found during the device evaluation.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 17 years since the subject device was manufactured. During inspection and testing of the returned device, service confirmed the customer¿s reported image issue and found the image was misty. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the probable causes: - damage to the ccd unit - sliding error of movable l-range that occurred in the zoom scope - image occurred within the allowable range - damage or deformation of the connector. The event can be detected/prevented by following the instructions for use: ·operation manual. - inspection of the endoscopic system. ·operation manual. Important information ¿ please read before use. - warnings and cautions. During the device evaluation, service found the light guide lens adhesive was worn. The objective lens adhesive was worn. The adhesive at the distal end was worn. The control body grip was stained. The aspiration housing ring and air/water housing ring were damaged. The control body identity badge was missing. The control body side cover was leaking. The contact pins of the plug body were corroded. The plug unit was stained. The hot/cold test produced a misty image. The up/down angle was out of specification. The left/right angle was out of specification. The up/down control knob had play and was out of specification. The automated air leak test demonstrated a leak, and the electrical safety test was out of specification. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.